Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was cut, and the downstream occlusion (dso) seal was peeling. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing revealed the cause of the customer reported issue was the latch lock sensor. The latch lock sensor, dso seal and uso seal were all replaced. The device passed functional testing after the repairs.

Event description:
It was reported that the device latch will not lock. During device evaluation it was found that the upstream occlusion (uso) seal was cut, and the downstream occlusion (dso) seal was peeling. There was no patient involvement.